Event description:
A malfunction was reported with the pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact technical support again if the issue recurred.